Event description:
The user facility reported that when the angio-seal device/sheath assembly was withdrawn after the anchor was deployed, the suture was broken at the compaction marker on the suture. The suture was pulled and cut, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved. The working environment did not affect the opening process of the device. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product. The estimated blood loss was less than 250cc. There was no health damage to the patient, and the patient was stable. There were no other devices or equipment or equipment used with the reported product.

Manufacturer narrative:
Explanted date - device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).